Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant due to a suture loop and not due to a malfunction of the device. Per the operative report, after coming off cardiopulmonary bypass, a tee was repeated and "unfortunately showed moderate aortic insufficiency. It was a central jet. There was no paravalvular leak. I could not explain this leak, but I did not have much of a choice, but to go back because this is a young man and redo the surgery through a median sternotomy and try to find the problem and fix it.... Then we reopened the aortotomy to realize that one of the 5-0 prolene sutures for the closure of the aortotomy did catch one of the posts of the bioprosthetic valve interfering with the good opening and closure of this valve leading to moderate al. There was a bit of a tear at the level of the leaflets of this post. So, we did not have much of a choice but to remove this bioprosthetic valve and insert a new one."

Manufacturer narrative:
(B)(4) - suture loop. .device not returned. .additional manufacturer narrative: on (B)(6) 2011, a response was received from the surgeon indicating that the explant was not related to a device malfunction, rather it was procedure related. The operative report was provided. The surgeon's response also indicated that the device is not available for return and evaluation as it was discarded by the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. In this case, the operative report states the following: "we reopened the aortotomy to realize that one of the 5-0 prolene sutures for the closure of the aortotomy did catch one of the posts of the bioprosthetic valve interfering with the good opening and closure of this valve leading to moderate al. There was a bit of a tear at the level of the leaflets of this post. So, we did not have much of a choice but to remove this bioprosthetic valve and insert a new one."